Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the reported issue of overstimulation was confirmed. The lead was returned with both tails cut approximately 7cm below the paddle. This is the same location that it was reported that a fracture was observed on x-ray. Microscopic inspection revealed that the appearance of the ends of the wires was consistent with wires being broken; not cut. In turn, it was concluded that the wires were broken while in vivo. It is likely that the leads were cut at the location of the fracture during the explant procedure. The broken wires could have caused the issues the patient experienced. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue.

Event description:
It was reported the patient had been experiencing overstimulation throughout her body when stimulation was activated. In turn, the patient underwent surgical intervention. Intra-op testing revealed high impedance on the lead. X-rays were taken and the lead was found to be fractured. Also, discoloration was found on the lower portion of the lead. As a result, the lead was explanted and replaced. The patient will follow-up with her doctor on a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.